Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much blood was lost (ml)? They didn't accumulate how many ml blood the patient has lost. Did the patient require a transfusion? No, he didn't. How was the procedure completed? After the last firing the bleeding occurred, so they just sewed the whole staple line.

Event description:
It was reported that during a sleeve gastrectomy procedure, ¿bleeding from the deformation of staple line. Bleeding from the pylorus, body and fundus. The surgeon sewed all over the staple line. Bleeding at the same time of firing." It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that the ple60a device was received in good visual condition and with five cartridge reloads present. Cartridge (b, c) ecr60d, l5371c were received fully fired and in good visual conditions. Cartridge (d) ecr60d, l5371c was received fully fired and damage on cartridge deck was noted. Cartridge (e) ecr60t, l5128u was received fully fired and in good visual conditions. Cartridge (f) ecr60g, k5d276 was received fully fired and in good visual conditions. The found damage on the deck is consistent when the device is clamped over a hard object and fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. An intra-operative video was received. Based on the video evidence of the subject ple60a third plane shaped staples can be confirmed and the belief is that the combination of cartridge selection and buttressing may have caused the issue.